Event description:
A peritoneal dialysis (pd) nurse reported a patient that was training on a cycler encountered a fluid leak. After treatment complete and the patient opened the cassette door fluid reportedly poured out of the door. Fluid was discovered in the pump module area and on the external cassette. In a follow up, the patient verified the fluid leaking event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was trained on manual treatments and was able to do them in the absence of a cycler. The patient has received a new cycler and it is working well with no further problems. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient that was training on a cycler encountered a fluid leak. After treatment complete and the patient opened the cassette door fluid reportedly poured out of the door. Fluid was discovered in the pump module area and on the external cassette. In a follow up, the patient verified the fluid leaking event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was trained on manual treatments and was able to do them in the absence of a cycler. The patient has received a new cycler and it is working well with no further problems. The cycler set is not available to return.